Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that her health care provider could not find any boluses or blood glucose levels recorded the insulin pump's history. The customer experienced continuous high blood glucose levels. Her healthcare provider believed there was something wrong with the insulin pump. Customer's blood glucose level was 400 mg/dl. Her high blood glucose symptoms were headaches, no sleep, irritability, no energy, nauseous, and vomiting. She treated her high blood glucose level with the insulin pump. The customer went to the emergency room on (B)(6) 2015 and in (B)(6) due to high blood glucose levels. Customer's blood glucose level was around 400 mg/dl when she was hospitalized in (B)(4). The customer was placed on insulin drip. She had sores on her feet and was really sick prior to hospitalization in march. The customer recalled receiving off no power, motor error, and no delivery alarms. Customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. No motor error or excessive no delivery alarm noted and the motor passed motor test. The insulin pump was programmed with multiple bolus deliveries and all registered properly in the bolus history noted. The insulin pump was received with normal operating currents. No unexpected off no power alarm noted. The low battery alarm is functioning properly. The insulin pump was programmed with the current time and date and monitored for several days. The time and date is functioning properly. However, the insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and cracked battery tube threads.